Manufacturer narrative:
This supplemental report is being submitted to provide the review of the device history records (DHR). Please see updated sections: g4, g7, h2, h3, h6 and h10. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause could not be determined however, the most probable cause of the issue was due to damage on the cover, material impact and likely attributed to mishandling.

Manufacturer narrative:
This supplemental report #1 updates the following section: d10,g4,g7,h2,h3,h6 and h10. The device was received for evaluation. Evaluation determined that there are multiple cuts from the cable to the protector body. In addition, the coupler was found bent and it was causing to not rotate smoothly. The image was found not centered . The cable and the coupler needs to be replaced. The device was placed for repair. As stated on the IFU and as a preventive measure, the user manual states: be sure to prepare another camera head to avoid interruption of the examination due to equipment failure or malfunction. This product may interfere with other medical electronic equipment used in combination with it. Before use, fully confirm the compatibility of this camera head to all equipment with which it will be used.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
During a therapeutic laparoscopic cholecystectomy and appendectomy, it was reported that the picture on the scope monitor flickered intermittently. According to the reporter, the cable just off the camera head has a crack in the cover. The reporter also stated that the intermittent flickering issue occurred on various dates however, there are no patient harm or injury reported.